Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported "reduced flow" event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information provided by the site indicated that the patient experienced right heart failure which was detected by a transesophageal echocardiogram (tee). Based on the available information, including the occurrence of the event ten days post-implant, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported "reduced flow" event including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post ventricular assist device (vad) implantation, the patient experienced right heart failure which was detected by a transesophageal echocardiogram (tee). The vad flows were reduced. The vad remains in use. No further patient complications have been reported as a result of this event.